Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message was received on the 1st day of wearing the adc device and as a result, the customer was unable to obtain glucose scans. Consequently, the customer experienced symptoms of loss of vision, pressure on the eyes, and a loss of consciousness however, the customer regained consciousness and self-treat with sugar. No third-party medical treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message was received on the 1st day of wearing the adc device and as a result, the customer was unable to obtain glucose scans. Consequently, the customer experienced symptoms of loss of vision, pressure on the eyes, and a loss of consciousness however, the customer regained consciousness and self-treat with sugar. No third-party medical treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿replace sensor¿ error message was received on the 1st day of wearing the adc device and as a result, the customer was unable to obtain glucose scans. Consequently, the customer experienced symptoms of loss of vision, pressure on the eyes, and a loss of consciousness however, the customer regained consciousness and self-treat with sugar. No third-party medical treatment was required. There was no report of death or permanent injury associated with this event.